Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product code: 352.032 lot number: 353198 release to warehouse date: 23.jan.2023 expiration date: na supplier: (B)(4) manufacturing site: werk selzach the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that guide/compression/k-wires: trauma was found the guide compression wire bent from the middle and the tip, this can be related with the unable to assemble complaint. A dimensional inspection for the guide/compression/k-wires: trauma was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the guide/compression/k-wires: trauma would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: this report is for an unknown guide, compression, k-wires/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported on (B)(6) 2023, that while inserting tna (tibial nail) implant got caught up on a bone fragment lodging in the distal tip of the nail, causing the nail to get jammed on the insertion guide wire preventing it from progressing. After removing the nail from the patient we tried to remove the guide wire from the nail so we could continue using it, surgeon noticed all the distal polymer inlays had moved inside the nail and he suggested this was why the nail got caught up. This created a complete jam at the distal end of the nail preventing us from removing the guide wire from the nail. The nail had to be handed off and used a competitor system to complete the case. Nail cleaned and collected by rep for product complaint. Surgery was delayed for 15- 20 minutes. The procedure was successfully completed. Fragments were not generated. There were no patient outcome/ consequences. This report is for one (1) unk guide/compression/k-wires. This is report 2 of 2 for complaint (B)(4).